Event description:
Procedure type: unknown. According to the reporter: during the procedure, it was noticed the seal part was partly torn. The fallen piece was retrieved. Unused device was returned with the defected one. No bleeding. No tissue damage. Not extended more than 30 minutes. No patient info available. No patient injury was reported.

Manufacturer narrative:
(B) (4).